Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion" was reproduced. A review of the event history log revealed multiple occurrences of "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force ultrasonic sensor out of range which failed calibration during evaluation. The ultrasonic sensor requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.